Manufacturer narrative:
A persistent service code had been identified prior to return, prompting removal of the device from service. Bench testing and technical evaluation were performed following return of the AED. Upon evaluation, it was confirmed that the AED powered on; however, the power button was non-responsive. Due to the power button issue, the device was unable to proceed to deliver a shock. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.